Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hypoglycemia and emergency room visit. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia)."

Event description:
The patient reported that her blood glucose before bed was 141 mg/dl. She ate an ice cream sandwich without taking a meal bolus. When she woke up in the morning, she fell out of bed, hitting her head on a table and knocking herself unconscious. Her boyfriend called 911 because she was unresponsive. They emts measured her bg at 29 mg/dl. She was brought to the emergency room where she was treated with IV glucose and zofran for nausea. She was released by 11 am and reported that she was tired, but feeling better than she had in the morning. A recent bg result was 124 mg/dl.